Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the deployment of the trunk-ipsilateral leg endoprosthesis, the trunk migrated proximally approximately 2cm when the physician attempted to push up the distal end of the ipsilateral leg. The bilateral renal arteries were unintentionally covered by the trunk-ipsilateral leg endoprosthesis. The physician attempted to adjust the position of the trunk-ipsilateral leg aggressively by using the post-ballooning of the ipsilateral leg, but it was unsuccessful. A stent was implanted in the bilateral renal arteries. The patient tolerated the procedure. The measurement from infrarenal to terminal aorta was approximately 13cm.